Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, concerns an unidentifiable pt. The pt was taking an unspecified medications for treatment of an unk indication. On (B)(6) 2009, the humapen memoir was reported as "digits were difficult to read, the 6 could be mixed up with the 8". This humapen memoir is attached with product complaint number (B)(4). It was unk if the pt was the operator of the device and the operator was a trained user. It was unk how long the device model was used for but the reported device was used for six months. The pen was returned on (B)(6) 2009 and investigation in progress.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.